Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an oxygen sensor issue. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The service engineer replaced the oxygen sensor to address the issue. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and the connector on the sensor was found to be broken. The o2 sensor installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the broken connector on the sensor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the event.